Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c.® therapy. There have been several attempts made to gather additional information, but there has been no response. No additional information is available. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation. Therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area. -untreated or inadequately treated infection. -inadequate hemostasis of the incision. -cellulitis of the incision area.

Event description:
On (B)(6) 2017, the following information was reported to kci by the patient: the patient alleged a technical issue with the unit. The nurse from the hospital was present on the phone call when assistance was provided by kci. On (B)(6) 2017, the following information was reported to kci by the patient: the patient alleged that the hospitalization was due to a wound infection. The patient reported the infection improved with antibiotics, she was discharged and is doing well. On (B)(6) 2017, the device was placed with the patient. On (B)(6) 2017, the device was tested per qc procedure by kci quality engineering, although an unrelated failure was identified, it did not impact the unit's ability to deliver therapy as specified.

Manufacturer narrative:
Based on the additional information obtained from the device history review, kci's assessment remains the same; it cannot be determined that the alleged infection is related to v.a.c.® therapy.

Event description:
On 15-mar-2017, kci quality engineering performed a device history review of lot 3333919 and determined all end release testing of product and packaging met specifications.

Manufacturer narrative:
MDR-3009897021-2017-00092 fu1 sent on 30-nov-2018, describe event or problem stated, "on 15-mar-2017, kci quality engineering performed a device history review." Correction: "on 15-mar-2018, kci quality engineering performed a device history review." Based on the device history review date correction, kci's assessment remains the same; it cannot be determined that the alleged infection is related to v.a.c.® therapy.

Event description:
On 15-mar-2018, kci quality engineering performed a device history review of lot 3333919 and determined all end release testing of product and packaging met specifications.